Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel released messages) was confirmed. Upon investigation gel had not been released. The false gel released messages were caused by a short in a damaged electrode belt cable. The rear therapy electrode cable was pulled from the distribution note (dn). The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.

Event description:
Download data from a (B)(6) male pt revealed two "gel previously released" flags. Zoll customer support called the pt and issued him a replacement electrode belt.